Manufacturer narrative:
Concomitant medical products: 4965-25 lead, implanted: (B)(6) 2005, 4968-25 lead, implanted: (B)(6) 2005, 4968-25 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead slack had flipped up across the tricuspid valve and exhibited noise, possible oversensing, and lack of pacing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.